Event description:
Had silicone breast implants mfg by mcghan style 110 mammary implant. Moderate profile in 1991. I noticed the right breast felt really soft in 2001. I went to the dr, he ordered a mammogram with ultrasound to check for silicone leakage, it showed nothing. Next year, same thing, still showed nothing. I had no internet service, no plastic surgeon here I trusted, so I didn't know that a MRI was the only way to really tell. So, I thought I was just being paranoid and put it on the back burner. July of this year I had a MRI, it showed leakage, and a severely abnormal right implant. It is rectangular in shape instead of round and has an acute right angle, so the drs I have seen say it is definitely ruptured. I am having surgery to remove both implants because I am experiencing terrible burning pain, stabbing pain, it feels hot, because of inflammation, and I can actually feel it sticking to my chest wall in the morning when I wake up in the morning.